Event description:
Upon completing of the iort (intraoperative radiation therapy), it was noticed by doctor #1 that the balloon for the iort was unable to drain saline. After pulling out the balloon, it was noticed that there was a hole in the balloon. Doctor #2 notified, and equipment was sequestered. Axxent balloon applicator: lot: 02308153, ref: ab2060, exp: 08/22/2026.